Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2025 and mesh was used. It was reported 4 edges of mesh is rounded, usually it is straight cut. Soft version & weaving structure change observed. The mesh cut out taken for check. There were no surgical delays. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/19/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: visual inspection was conducted on one open box with one small mesh received for analysis. Product code pmm1. During the visual inspection of the sample, it was observed that the mesh surface and dimensions did not meet the ethicon requirements. As per further investigation ethicon raritan team and ethicon india determined that the sample received for analysis was a suspect counterfeit. Due to during comparison study of provided photographs vs specimen approved artwork attached to DHR it was noted that primary and secondary barcodes are same. Additionally, three photos were provided, and it showed the same condition as the sample received. Based on the investigation performed, it was determined that the product is counterfeit. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.